Manufacturer narrative:
This device willnot be returned for evaluation. The device was repaired at the customer's facility by a baxter field service engineer. A 2 yr review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.

Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occured during a patient infusion. Although baxter attempted to obtain information, details were not available regardign additonal contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.